Event description:
Repair request initiated for device with the report of overheating. It was reported there was no patient involvement and  is almost burning in the surgeons hand.. Repair request escalated to product event due to  return in less than 90 days from purchase or repair.on follow up, it was confirmed with the health care professional that the surgeon did not receive any burns or blisters in the hand. The surgeon did immediately switch gloves and mr8-motor.

Manufacturer narrative:
H3: product analysis: evaluation could not reproduce any problem or malfunction of overheating as the maximum temperatures was within specification at 86 degrees fahrenheit. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.